Event description:
Spontaneous call pt's mother who reported broken freedom 60 pump. Pt's mom reported pump would push through medication even though knob. Was winded and back tab was all the way at back of driver pt's mom reported she had home health nurse also try and did not get pump to work. Mom stated rn was able to bring pump from clinic and pt did not miss any doses. No adverse events reported from defective pump. Pump used to infuse cuvitru at above dose and frequency. Indication: other immunodeficiencies with predominantly antibody defects. Reported to (B)(6) by pt/caregiver.